Event description:
It was reported that the patient¿s stimulator jumped from 2.50 to 3.0 on its own and ¿turns it down,¿ and the patient would scream which started the day prior to the report. Three minutes were waited and it still didn¿t work. It was noted the patient was in the hospital for one month from (B)(6) because they had an aneurysm. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).